Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A review of the contact surface of the ventricular setscrew showed insufficient contact marks. This may indicate that there was poor electrical contact between the setscrew and the lead.

Event description:
It was reported that right after the pocket was closed, the pulse generator exhibited loss of ventricular capture resulting in ventricular standstill. Magnet placement did not result in ventricular capture. The pocket was reopened and the lead was attached to the pacing system analyzer with satisfactory capture. The pulse generator was explanted and replaced.